Manufacturer narrative:
D4 lot number - unknown. D4 primary unique device identifier (UDI) number - complete number not available without lot identification. H4 device manufacture date - unknown without lot identification. H3 device evaluation - the screw was not returned for evaluation. No conclusions can be drawn.

Event description:
It was reported that a procedure was performed on (B)(6) 2026. During placement of a 7.5 x 40mm modular screw (39-sk-7540) with an attached CT tulip (64-mt-0403), the attendant commented that although she was turning the screwdriver (75-rt-1750), she did not feel/observe advancement. It was then that the precision spine engineer looked at the position of the assistant's hands and noted their left hand was contacting the knob on the screwdriver that is used to attach/detach the screwdriver from the implant. From this it was surmised that this may have caused the screw to loosen from the driver, and he made her aware as such. She then removed the screw and driver from the patient and confirmed that this was the case. The implant was then re-tightened to the screwdriver before proceeding to re-insert into the s1 pedicle. Soon afterwards, it was commented from either the surgeon or the assistant that something did not feel right with the re-insertion of the screw implant. The driver was again removed from the patient, this time only the tulip was attached to the driver; the bone screw remained in the patient. A series of fluoroscopic images was taken to locate the position of the missing screw in the patient. An attempt of approximately 20 minutes was made to retrieve the screw but without success. The surgeon then proceeded to continue the surgery placing all necessary screws, cage, allograft, rods, etc., with the intent of performing an o-arm spin afterwards to help locate and extract the missing screw. The approximately 20-minute attempt to retrieve the screw after the o-arm spin was also not successful. The patient was then sutured closed with the missing screw not recovered. It was relayed in a telephone conversation the next day that the patient had underwent another procedure during which the missing screw was located and successfully removed.